Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump delivered too much insulin. The customer's blood glucose (bg) level subsequently decreased to 47 mg/dl and the customer drank liquid glucose shots to initially address bg. Reportedly, the customer experienced stomach pains and vomited blood due to the low bg event. The customer was subsequently hospitalized and treated with intravenous saline, intravenous insulin, saline fluids, and insulin fluids. During troubleshooting with tandem technical support, a system check was performed and the pump was performing as intended; customer understood and acknowledged this information.